Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) - it was reported that on (B)(6) 2008 that the patient underwent anterior colporrhaphy with vaginal perivaginal repair and a new mesh was implanted. An excision of a vaginal foreign body and granuloma was also done.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted, concurrently with an anterior & posterior colporrhaphy, enterocele repair, uterosacral colpopexy, sacrospinous colpopexy, abdominal paravaginal repair, cystourethroscopy due to bladder and vaginal prolapse. No additional information was provided.